Event description:
During a device replacement procedure due to normal eri, high defibrillation impedance was noted on the right ventricular (rv) lead. The device was reprogrammed to resolve the event. The patient was in stable condition.